Event description:
At 8am, the nurse noticed a foreign body in a 50ml syringe of propofol, even though she had just prepared it according to the recommendations. During the reconstitution of propofol, the ide noticed the presence of a particle in the syringe. You will find 2 photos attached. The syringe, needle and propofol bottle were kept for expert examination, as shown in the photos.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.

Manufacturer narrative:
Pr 9144139 follow up MDR for device evaluation/correction: correction: incorrect pr reference/patient identifier submitted in initial MDR. Section a.1 and short description updated to 9144139 which reflects correct complaint reference/patient identifier. Device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, a particle is observed within the syringe, verifying the reported incident. A device history review was performed for the reported lot 2308725, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to reduce particles from generating. While we cannot identify a direct issue, it is possible the particle generated during the assembly process due to friction during movement of the device within the manufacturing equipment. Without the physical sample to evaluate the particle, the specific origin cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
At 8am, the nurse noticed a foreign body in a 50ml syringe of propofol, even though she had just prepared it according to the recommendations. During the reconstitution of propofol, the ide noticed the presence of a particle in the syringe. You will find 2 photos attached. The syringe, needle and propofol bottle were kept for expert examination, as shown in the photos. Per customer follow up: has there been any patient impact (serious injury, medical intervention, change of treatment required)? Have any other actions been taken? No preparation was redone.